Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. From (B)(6) 2014 through (B)(6) 2015 average rv pacing impedance gradually increases over time from 741 ohms to 1680 ohms. Lifetime min impedance was 444 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting rising impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead exhibited high impedance. The lead was subsequently capped and replaced.